Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced when the helix would not extend after retracting it for repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.